Event description:
It was reported that a continu-flo solution set leaked at the junction where the drip chamber connects to the IV tubing. The issue was identified in the rheumatology department when the registered nurse spiked the bag medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.